Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject coil delivery wire was seen to be kinked/bent and broken/fractured. The main coil was seen to be kinked/bent. A functional test was unable to perform due to damage of delivery wire. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. The delivery wire and the introducer sheath were taken out together from the dispenser hoop and there was no resistance when the coil was taken out of dispenser hoop. There was no friction or resistance while the coil was advancing in the introducer sheath. The rhv was opened enough to allow passage of the device through without damage and the coil was advanced slowly and gently. No excessive force was applied while advancing the coil. No torque was given when advancing the delivery wire. The middle part of the coil stretched. The patient¿s anatomy was normal tortuous. The damage noted to the device would be indicative of the as reported event. While the main coil was not stretched, it was kinked and the delivery wire was fractured and kinked which indicates the device encountered a significant resistance inside the patient. Therefore the as reported main coil stretched and as analyzed coil delivery wire broken/fractured during use and main coil kinked/bent will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as analyzed coil delivery wire kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was initially reported that during the repositioning the coil into the aneurysm, stretched was noted at the main coil. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the returned device found that the subject main coil was kinked and the coil delivery wire was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.